Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. Patient had a broken intellis recharging belt. The reason for call was patient reported that they needed a new belt. Patient stated that the belt does not last long and the velcro part started to break. Patient noted that the velcro part of the belt was the first thing to go. When asked for a managing hcp; patient stated that the implanting doctor retired and that they used to go to a pain management doctor but don't anymore and go where they can. The issue was not resolved. Agent sent an email to repair to replace the belt. Information was received from a patient regarding an external device. Patient reported that they have been having issues charging their implant and that their equipment stopped working. Patient stated that it has been taking hours and hours to charge their implant; patient added it takes 3 hours lately. Patient mentioned that they called a mdt rep and the rep told them to call patient services for replacements. Agent walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powers on. Patient inserted the battery and confirmed implant is 50% but that the implant has been at 50% for the last hour. Patient confirmed no physical damage on recharger. Patient then connected recharger and confirmed recharging and that lately that is all they get or poor recharge quality. Agent reviewed with patient that the recharging issue is likely due to the cord/paddle creating a block of communication between the controller and the implant. When asked for an event date; patient mentioned that they are not sure and that it has been acting up a lot on them but lately they have been seeing poor recharge quality. When asked for a managing hcp; patient noted that the implanting doctor retired and that they used to go to a pain management doctor but don't anymore and go where they can. The issue was not resolved. Agent sent an email to the repair department to replace recharger. Patient was hard to understand. Patient called back repeating information from previous call and that the recharger replacement did not make a difference. Patient mentioned that the stimulator is not charging again and that the implant is dead even though it was charging for 2 hours. Patient noted that they consistently get recharging needs attention; patient called a mdt rep and said that they had the stimulator adjusted. Patient stated that they can charge for a couple seconds and then get recharging needs attention and if they move the charge session stops. Agent asked if the previous recharger replacement helped at all and patient said it made no difference. Agent walked patient through a controller reset and had patient inspect the recharger for any damage; patient confirmed no damage. Agent had patient start a charge session; patient got low battery recharge implanted neurostimulator soon and bad connection messages. Patient reported that the implant had been on the charger for over an hour and it is still saying the same thing as this morning which is bad connection and to recharge. Patient mentioned they sat for 2-3 hours and maybe got the implant to 50%; patient added the pain is back. Agent sent a request to repair to replace the controller. Additional information was received from a patient (pt). The patient called back after receiving replacement controller earlier today reporting continued issues charging the implant. Patient said they kept getting poor quality when using the replacement equipment and charged for hours but only got to 70%. Patient said the implant battery drains really quickly now and mentioned they used to go 2-3 days without charging. Patient also mentioned they are a little sore as well and later added that they had bariatric gastric sleeve surgery and now they have to keep pulling the belt tighter and tighter and was starting to hurt to do that. Patient thinks there is something wrong with the implant as the issues continued after replacement recharger and controller. Patient mentioned they contacted their rep before calling patient services (pss) and is trying to set up a time to meet. Agent reviewed with continued issues, next step would be to meet in person and redirected patient to continue working with doctor/rep. Agent documented information given during the call.